Event description:
Approximately 14 months following the placement of 3 cypher stents, the patient returned for follow up. Repeat coronary angiography and fluoroscopy revealed a stent fracture. It is unknown if any restenosis was present or if treatment was required. Indication for initial evaluation is unknown. The target lesion was identified as the distal right coronary artery with no lesion or vessel characteristics provided. The lesion was pre-dilated with a 2.0 x 20mm unknown balloon at 8atms for 30 seconds. The stent in question was deployed at 16 atms for 30 seconds. It is unknown if post-dilatation was performed.